Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional elective stenting of left common/internal carotid artery procedure with an 8fr sheath. Reportedly, a suture break occurred while using the snared knot pusher. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, there may have been a suture snag or tensioning angle was not coaxial. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.